Event description:
It was reported that the device was used during a colectomy. After the surgeon fired the device the anastomosis fell apart at the staple line. A colostomy was placed to complete the case.